Manufacturer narrative:
We are awaiting return of the device. Once we have completed our investigation, a follow up report will be submitted.

Event description:
It was reported a biosense webster irrigated catheter and a sjm array catheter were in the left atrium when a tamponade occurred. A pericardial tap was performed and a temporary pacing wire was inserted. The case was cancelled and the patient was in stable condition and transferred to the ccu. The physician reported in 2008 that the patient is fine and has been discharged.